Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and cleaned the graphic user interface and the touchframe. The ventilator passed self-testing.

Event description:
It was reported that the ventilator's screen was blocked. The ventilator was not on a patient at the time of the event.